Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a a prismaflex m150 set c, a cracked pump segment that lead to leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos of the impacted set were provided. Their visual inspection observed that the effluent pump segment was disconnected from the support plate. There was no mark of solvent on the tubing. The reported condition was verified. The cause was identified to be manufacturing related. Should additional relevant information become available, a supplemental report will be submitted.